Event description:
The customer reported that the line switch turned off when the fluoro was exposed. There was also some type of noise. They rebooted the system and the boot up was normal but fluoring made the system turn off again.